Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.